Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:40:17. During night drain cycle five, the patient's ultrafiltration reading was 753ml, indicating the home patient (hp) drained 753ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. This is an ancillary service event. A review of the event history log identified the occurrence of an increased intra-peritoneal volume (iipv) event. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.